Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Complete patient information not available.

Event description:
Related manufacturer reference number: 1627487-2021-02401. It was reported that the patient was experiencing ineffective therapy as a result of high impedances. As a result, the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Correction, g3: date corrected to 7 june 2021.